Manufacturer narrative:
E1 - initial reporter facility name: beijing temple of heaven hospital, capital university of medical sciences.e1 - initial reporter address 1: (B)(6).

Event description:
It was reported that filter was difficult to recapture requiring additional intervention. A 190 cm filter wire ez was selected for use in a carotid artery. During the procedure, it was difficult to withdraw the filter wire, and it was difficult to put it into the recovery sheath. The resistance was obvious, so the filter wire was put into the recovery sheath with the cooperation of the non- boston scientific middle catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient was stable post procedure.